Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed all leaflets were crowded and in the closed position. All leaflets were stiff yet pliable. The right cusp and non-coronary cusp were prolapsed, which likely attributed to dehiscence of the right/non-coronary commissure. A small tear was noted on the margin of attachment of the right cusp, possibly occurring during the explant process. The left/right and left/non-coronary commissures were intact. The right/non-coronary commissure was dehisced, possibly due to separation of the layers of aortic wall behind the commissure. The manufacturing sutures holding the aortic wall to the stent post were intact. On the inflow, traces of glistening off-white pannus remained attached to the sewing ring extending to the margin of attachment of all leaflets. On the outflow, remnants of off-white pannus noted on the back of all stent posts. Radiography did not reveal calcification on the returned valve. Conclusions: since the valve had been implanted for over 10 years, it is very unlikely that the stenosis is due to any potential manufacturing issue. Based on the risk analysis and historical trend, immobile leaflet was one of the most common mechanisms which could lead to stenosis. Pannus would be the common cause for immobile leaflet and was confirmed throughout the valve. Pannus growth impacting the functional zones of the device caused wear and eventual dehiscence of the commissure. Pannus growth is a known, inherent risk of bioprosthetic valve replacement and is a patient-related condition. D4: model #, catalog #, expiration date, serial #, UDI # added d9: device available for evaluation? Updated h3: device evaluated? Updated h4: device mfg date added h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 9 months post implant of this bioprosthetic mitral valve, it was explanted. It was reported that there was mitral stenosis and that one of the commissures was "damaged". No additional adverse patient effects were reported.